Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the moderate tortuous and severely calcified mid left anterior descending artery. Pre-stenting a 2.0x15mm apex monorail balloon was inflated to 4 atmospheres and ruptured. The balloon was removed intact. The lesion was dilated with a non bsc balloon and that also ruptured. A taxus stent was implanted in the lesion and the procedure was complete. The patient status is listed as good with no complications reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.